Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be lifted, separated and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad from the grasping section of the device detached and fell into the patient. The teflon pad was retrieved from the patient. A second hand-piece was used and when activated a ¿probe damage¿ error message was observed. The intended procedure was completed a third similar device. There was no patient injury reported.